Event description:
It has been reported to philips that the system would not boot up. The device was outside of clinical use. No harm to patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start because the ups was not ready. Analysis of system log file does not show any errors. Rse suggested the customer to check the ups before turning on the device and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.